Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge was filled with 400 units and then next day an empty cartridge alarm occurred. There was no reported impact to blood glucose. The customer reloaded the same cartridge and resumed insulin delivery. Additionally, the customer had manual injections available as alternate insulin therapy.